Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged pump was not delivering the right insulin. The customer reported belt clip broken. The customer also experienced discrepancy between sensor glucose and blood glucose value. The customer reported hypoglycemia was treated by emergency room visit with intravenous insulin drip. The customer disconnected from the pump during emergency visit. The event involved product(s) mmt-7040a, mmt-342g, mmt-432ak and mmt-1884. Troubleshooting was performed and the pump has not been exposed to altitude change. Customer has been using the insulin pump system within 48 hours of reported low event. Customer has been using the auto mode/smartguard feature of reported low event. The discrepancy between the sensor glucose value of 130 mg/dl and blood glucose value of 60 mg/dl was not within the target range. No further patient complications were reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884. No product return is required for mmt-7040a, mmt-342g and mmt-432ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.